Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer attempted to reset the pump and pump would not turn back on. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.